Manufacturer narrative:
.

Event description:
On (B)(6) 2014 the patient was implanted with two conformable gore tag thoracic endoprostheses (tge404015/ 12009592, tge454515 / 12169952) to treat a descending thoracic aneurysm rupture. On (B)(6) 2014 a type iii endoleak was observed. On (B)(6) 2014 the patient was implanted with a third conformable gore tag thoracic endoprosthesis to solve the endoleak.

Manufacturer narrative:
Section of the medwatch has the (B)(6) 2015 implant date. This will need to be corrected to (B)(6) 2014.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is being conducted and will be included in the final report.

Event description:
On (B)(6) 2015 the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tge404015/ 12009592, tge454515 / 12169952) to treat a descending thoracic aneurysm rupture. On (B)(6) 2015 a type iii endoleak was observed. On (B)(6) 2015 the patient was implanted with a third conformable gore® tag® thoracic endoprosthesis to solve the endoleak.